Event description:
Follow up information received reported that the patient still had concerns with their device/therapy, but was working with their physician and company representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3093-33, lot v826033. Programmer: model 3037, serial # (B)(4).

Event description:
It was reported the patient was being treated for an infection at the ins and lead site. It was stated the ins site was red where the stitches were located. It was also stated the patient was getting stimulation in the wrong location. The patient was receiving stimulation on the left side, but wished to have stimulation on the right side. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.